Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the device had early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event. It was later reported by the patient that the device was defective, the "battery was going out on it", and that the device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.